Event description:
Customer reported via phone call that the insulin pump is blank. Customer states that the insulin pump is alarming. The blood glucose reading is 180 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no audio beep anomaly or blank display anomaly. However, the insulin pump has a constant a13 alarm due to leak capacitor on the interface board. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.